Manufacturer narrative:
Per good faith effort (gfe) response received 01jul2024, it was reported there was no patient involvement at the time the issue was discovered. The device was in storage when the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had a broken wheel on the vent stand. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) evaluated the device and confirmed the reported problem. The fse replaced the wheel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Investigation is ongoing, pending device usage at time of event good faith effort (gfe).